Event description:
Clear care plus with hydraglyde caused my vision to become extremely hazy and cloudy about an hour after putting my lenses in. Upon removing them, the haziness has remained and I am scared I'm going to go blind. I have read (B)(6) reviews of this product, and many other consumers have experienced the same thing. This haziness in my vision seems to be gradually subsiding, but this company needs to recall this product. I followed all of the directions properly and neutralized the solution and didn't experience any burning or stinging upon insertion. I could see great at first and my lenses felt great, but then a cloudy haze formed, and there were rainbow halos around lights. This is a defective product and the company is still producing it, unacceptable. I hope I don't experience any permanent issues as a result of trying clear care plus with hydraglyde. Document number: (B)(4). Report number: (B)(4). Retailer: (B)(6). Purchase date: (B)(6) 2017.